Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "blood detect" alarm twice. The customer shutdown and rebooted the iabp both times. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
A company representative could not find visible blood in the iabp. He observed that there was blood detected messages in the fault log, and purged condensation from the tubing inside the iabp. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).